Event description:
Reporter alleged obtaining discrepant blood glucose results of 567 mg/dl back to back with a result of 126 mg/dl when testing was performed 1 minute apart on the aviva system. Reporter stated, he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions or treatment were reported. A request was made for the return of the suspect product and replacement was sent.